Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to oversensed noise exhibited by this implantable right ventricular (rv) lead on the rate/sense and shock channels. The rv lead implanted prior to this one fractured and was replaced; first rib crushed due to excessive number of leads implanted was suspected. Noise could not be reproduced with isometrics or pocket manipulation. An invasive procedure was performed and the abandoned lead was noted to have been cut but not capped. This exposed lead was tapped on this crt-d but no noise resulted. Laser extraction of this portion of lead was undertaken and during that procedure, the pt's oxygen saturation and blood pressure decreased and bradycardia was observed.

Manufacturer narrative:
Not returned. Pacing was delivered via the pacing system analyzer. Two external and six commanded shocks were delivered which converted an arrhythmia, however, asystole followed and the pt passed away. The portion of lead being laser extracted was lost when the pt coded and may have been stuck inside the laser catheter. This portion of lead will not be returned for analysis but is suspected as the cause of the observed noise and oversensing.